Manufacturer narrative:
Follow-up #1: date of submission 03/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the basal history showed an am/pm change on (B)(6) 2016; there was no data in black box after this date due to continued use. The daily insulin delivery totals appeared inconsistent due to time/date issue. A timekeeping accuracy test was performed and the pump maintained time accurately during the 5 day duration test; however, when the pump was left without power for 1 hour and was powered back on, it had returned to the default time and date. The original complaint could not be adequately investigated due to this issue. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump was opened and the internal battery was found to be leaking. Unrelated to the original complaint, the display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 43 mg/dl with severe dizziness associated with a time issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the time had randomly changed from am to pm by a review of the pump's basal history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of the time changing in the pump.